Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient had received shock therapy for right ventricular (rv) lead noise that was oversensed, which triggered code 1005 for open circuit. The report was showing the shock lead impedance measurements were high out of range, and noise was able observed with the patient just sitting. The physician had placed a magnet over the device and wanted it programmed to off. It was recommended to consider replacing the lead and device, however it was mentioned that they would likely receive only a new device and was unlikely that a new df1 lead would be placed. The system remains in-service. No adverse patient effects were reported.